Event description:
It was reported that the pt was getting pain relief with a dose of dilaudid at 0.2mg/day. In 2008, the dose of the medication was increased to 0.5996 mg/day due to increase in pain. Eight days later, the pt went to the clinic again complaining of pain. A catheter dye study was performed (date not reported). The results of the study are unk at the time of this report. The pump alarm was heard and confirmed by telemetry. Alarm was due to low reservoir volume reached and zero ml reservoir volume reached. The pump was checked and a volume discrepancy was found. It was expected to pull less than 2 ml from the pump and 11 ml were recovered. The hcp aspirated fluid from the pocket and found the pump had flipped. The hcp corrected the pump's position within the pocket and was able to fill the pump with a new undetermined concentration of medication. The drug concentration was going to be changed and after the bridge bolus was completed, diagnostic studies were going to be performed. Add'l info has been requested from hcp, a follow up report will be sent if add'l info is received.